Event description:
It was reported to covidien on (B) (6) 2009 that a customer had an issue with an electrode. The customer states that a patient came in and when they were removing the electrode, the skin peeled away as well. The patient is (B) (6), with history of skin tears. Bactroban was placed on the skin.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.